Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that there was no change in either the continued pain at the incision/implant location or getting zapped when entering a department store. They took advil for the incision and did nothing regarding the department stores. It was further report by the patient on (B)(6) 2016 that continued sitting irritates the incision. The zapping had no change and was just the same. There were no steps taken to resolve the issues.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she had pain at the incision site and she could feel it when she sat. The patient saw her doctor at the beginning of (B)(6) who stated it was ok. The patient also got zapped when entering department stores like (B)(6). The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided about this event. Follow up is being conducted to obtain the circumstances that led to the event and the steps taken to resolve the event. If additional information is received, a follow up report will be sent.